Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via direct left surgical aorta in a 74 year old male for elective placement. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the 5.5 for coronary artery bypass grafting (CABG) and valve surgery. On day 10 of support, there was an alarm for "air in purge". The nurse completed the de-airing process, but immediately after the alarm occurred again. De-airing procedure was completed 2 additional times with no resolution of the alarm. A complete cassette change was performed and the alarm resolved. On day 12 of support, the device was successfully explanted and the patient survived. The purge system issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the cassette exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Priming problem: the cause of priming problem cannot be determined since no product or logs was returned, and insufficient clinical details were provided.